Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2014; 6725 adaptor implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged from the right ventricular (rv) leade extraction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual inspection found outer insulation breached in-vivo/ depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.